Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient presented to the hospital in bradycardia feeling dizzy, with heart rate around 40 beats per minute, and that loss of capture was noted. Upon interrogation, the device battery was at elective replacement (2.1 volts, 29000 ohms battery impedance). The device was replaced. No further patient complications have been reported as a result of this event.